Manufacturer narrative:
Investigation on-going. Should relevant additional information investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a adson tissue fcps fine w/1x2t 120mm (part # bd511r) was used during an orthopedic procedure on (B)(6) 2024. According to the complainant the teeth of the device were breaking off while grasping tissue. The adverse event is filed under aic reference: (B)(4).

Manufacturer narrative:
Additional information: d4 - batch and serial number. D9 - product return. F9 - approximate age of device. Investigation results: visual inspection: the teeth on two (2) products were broken off. For product three (3), no product was returned. Hardness test: actual: 491, 488 (hardness according to vickers) hv5. Target:400+100. Device history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to our specification valid at the time of production. There are no other similar complaints within these batches. Conclusion/preventive measures: based upon the above-mentioned investigation results, a definitive root cause cannot be established. There are no hints for a material failure, as the hardness is according to the specification; and a product related failure is also excluded.